Manufacturer narrative:
The product was not returned for evaluation. Without the device, the exact root cause cannot be determined. The manufacturing records for this lot were reviewed and did not revealed any relevant discrepancies, design or quality concerns. The reported event could not be confirmed, since the device was not returned for analysis. Based, on the information and without the device it is not possible to determine the cause, but procedural factors may have contributed to the event. Since, the guidelines for using of the device were not followed. Additionally, the records for this lot were reviewed and did not revealed any relevant discrepancies, design or quality concerns. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the coil was attached to the enpower cable, but no green light was indicated. The coil did not detach. The device was repositioned, but there was no change. Then, suddenly the green light came back on and the coil was detached. Four coils in total were used, and only this coil did not detach. Additional micrus coil information was provided. The new enpower cables were used for the first time. The first coil detached successfully (initial coil .was presidio), but the coil was not tested before use. The second coil was a deltapaq 2mmx10cm, but when this was connected to the detachment cable neither the green light or red light was illuminated. Then, the device was repositioned, but with no change. Then, coil was attempted to detach even though the light wasn¿t green and the coil did not detach. The connections were checked at the detachment box when suddenly the green light appeared and the cable was successfully detached. Guidance was provided to test the coils before use, but this is not a part of their standard procedure; as they have never had a problem with this in the past. There was no resistance felt during dpu/coil deployment.